Event description:
It was reported that this lead was attempted to be implanted as, when it was removed from its sterile packaging, the absence of insulation on the lead body was observed. The lead was replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed electrocautery damage at approximately 90 millimeters (mm) and 135 mm from terminal end. This is consistent with induced damage during implant. The reported insulation damage was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this lead was attempted to be implanted as, when it was removed from its sterile packaging, the absence of insulation on the lead body was observed. The lead was replaced. No adverse patient effects were reported. The lead was returned for analysis.